Manufacturer narrative:
Upon further review, it was discovered that this report was a duplicate of report with patient identifier (B)(6). All information pertaining to this event will be reported out under that patient identifier moving forward. No additional reports will be provided under this record number.

Event description:
The customer reported that while performing routine maintenance on his olympus endoeye video telescope. It was discovered that the unit was producing a green image on the display. This event had no patient involvement.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.